Event description:
Dialysis pt complained of abdominal pain about 2 hrs into dialysis treatment. By the end of the treatment, the pain was worsened and pt also has chest pain. Pt transferred to emergency dept where 4 consecutive blood samples were found to be grossly hemolyzed. Pt had a repeat dialysis treatment without further hemolysis.